Event description:
(B)(4). It was reported that target vessel revascularization (tvr) occurred. In (B)(6) 2012, the patient presented with unstable angina and silent ischemia. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a long lesion located in proximal right coronary artery (rca) extending to mid rca with 95% in-stent restenosis (isr) of unspecified bare metal stent and was 26 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 28 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The target lesion # 2 was a de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with direct placement of a 3.50 mm x 12 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient with abnormal results of a recent nuclear stress test which revealed low ejection fraction (ef), inferior scar, and mild inferior ischemia. Coronary angiography was performed. The proximal lcx was then treated with direct stent placement of a 3.0 mm x 12 mm non-bsc drug-eluting stent. Following post dilatation, residual stenosis was 0%. Post procedure, the event was considered as resolved. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).